Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the involved angioseal was stuck after deployment and had to be cut in pieces to be removed from the patient. There was no harm to the patient. Additional information was received on (B)(4) 2017. Good puncture site location, no complications during stick or placement of the vcd. No components were detached from the angioseal and nothing was left in the patient to embolize. No blood loss was reported. No blood transfusion was required. Hemostasis was achieved by adding light manual compression for an estimated 15 minutes. The patient did well and could be discharged as usual. It was reported that there was no complications. The procedure outcome was reported to be good. It was reported that the patient was not obese or skinny.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the contact name, yes to heath professional, provide the occupation of the initial reported in occupation.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr angioseal vip was returned for evaluation. The device was returned with the hemostatic sheath, arteriotomy locator, and guidewire. The returned components were subjected to visual analysis where a blood like substance was found on all devices. The hub of the hemostatic sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The carrier tube assembly and the hemostatic sheath were returned in two pieces. The hemostatic sheath appeared to have been severed approximately 4.566" from the distal tip. The carrier tube assembly was severed at 4.35". There was an apparent kink in the distal portion of the carrier tube assembly 1.254" from the severed point. There was blood like substance in the kink and apparent deformation of the carrier tube assembly. Neither the anchor nor suture could be seen exposed from the severed section. The severed section of the hemostatic sheath was examined under microscopy. The edges appeared blunt. The tensioner was removed to determine if possible suture lock up had occurred which caused the user to apply the bailout method. No gross anomalies were noted with the tensioner. A pair of tweezers was used to pull on the suture. When force was applied to the suture, the tensioner operated normally releasing the suture. No functional anomalies were found. The returned device appeared consistent with the use of the bailout method. With the bailout method, users typically place the cut in the carrier tube assembly between the hemostatic hub and the device cap; it appears as though this user decided to cut at a lower point, which achieved the same outcome. At this time, no conclusion can be drawn as to the cause of the withdrawal difficulties as there were no anomalies noted on the returned device indicating the device did not perform to functional specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.